Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that an implantable pacing lead showed high impedance. There was an apparent fracture. The lead was explanted and replaced. The patient was reportedly "in good condition" following the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: sesr01 implantable pulse generator (ipg), implanted: unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.